Event description:
It was reported that the biomed called back and stated that they re-ran calibration and received error 80 (water check time out ¿ unable to reach calibration temperature) in an arctic sun device. The expected value was 8 but actual value was 28.5. Flow rate (fr) was 1.7, chiller temperature (t4) was 8.8 and mixing pump command (mpc) was 100 percentage. It showed mixing pump failure, so biomed requested quote for 2k preventive maintenance. System hours were 5649 and pump hours were 5526.9. Biomed stated that during calibration the device displayed error 80 (water check time out ¿ unable to reach calibration temperature). Biomed was unaware that they needed to record the actual and expected values. The calibration test unit (ctu), using was past due for calibration, and biomed stated they would try to calibrate again using another calibration test unit (ctu). Biomed would call back with expected and actual values if error occurred during calibration using calibration test unit (ctu) that was in cal. Per sample evaluation results on 26sep2023, it was reported that the l-tube & double l-tubing appears distended/expanded. Performed 2k pm service on the unit.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as a test mixing pump was needed to cool during decon. Serviced the mixing (sn # (B)(6)) and circulation (sn # (B)(6)) pumps. Replaced the heater # 1915, with new heater # 2314, manifold o-rings, drain valves, tank tubing and the coin cell # 21.1.6., with new coin cell # 22.7.15. Performed a functional check and pre-cal the device after the repairs. Unit calibrated with an ctu. Passed ctu calibration and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as a test mixing pump was needed to cool during decon. Serviced the mixing (sn # (B)(6)) and circulation (sn # (B)(6)) pumps. Replaced the heater # 1915, with new heater # 2314, manifold o-rings, drain valves, tank tubing and the coin cell # 21.1.6., with new coin cell # 22.7.15. Performed a functional check and pre-cal the device after the repairs. Unit calibrated with an ctu. Passed ctu calibration and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called back and stated that they re-ran calibration and received error 80 (water check time out ¿ unable to reach calibration temperature) in an arctic sun device. The expected value was 8 but actual value was 28.5. Flow rate (fr) was 1.7, chiller temperature (t4) was 8.8 and mixing pump command (mpc) was 100 percentage. It showed mixing pump failure, so biomed requested quote for 2k preventive maintenance. System hours were 5649 and pump hours were 5526.9. Biomed stated that during calibration the device displayed error 80 (water check time out ¿ unable to reach calibration temperature). Biomed was unaware that they needed to record the actual and expected values. The calibration test unit (ctu), using was past due for calibration, and biomed stated they would try to calibrate again using another calibration test unit (ctu). Biomed would call back with expected and actual values if error occurred during calibration using calibration test unit (ctu) that was in cal. Per sample evaluation results on 26sep2023, it was reported that the l-tube & double l-tubing appears distended/expanded. Performed 2k pm service on the unit.